Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that loss of capture was observed on the lv lead. X-ray was performed and lead dislodgement was confirmed. Lead was explanted and replaced successfully. The patient was stable and recovering.